Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem emitter had a communication error. It was determined that the power and communication cable was the cause of this issue. Once the cable was replaced, the system then passed the system checkout and was found to be fully functional. No devices were to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the there was a axiem power and communication cable communication error. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: updated initial reporter and site. (B)(6). If information is provided in the future, a supplemental report will be issued.